Event description:
Imp ref #(B)(4).

Manufacturer narrative:
This device is a veterinary use-only instrument. This report was submitted because the device is similar to FDA cleared human use devices, and if this failure were to occur in one of those there would be a likelihood that it could cause or contribute to harm. Examination of the unit showed evidence of fluid intrusion and the power supply was damaged. Unit was repaired and returned to customer. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.